Event description:
During needle biopsy of mass in lung, the tip of the needle broke while embedded within the lung mass. Needle fragment was shown to be squarely embedded in the mass. No complications developed. Pt was discharged to home.